Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During the surgery, it was discovered the lead exhibited noise. The procedure was completed with a different lead. There were no patient consequences.